Manufacturer narrative:
Correction: h6 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown area after ending their pd treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed the reported event. The fluid leak was discovered at treatment completion upon removing the cycler set from the cassette compartment of the liberty select cycler. The patient inspected the cycler set. No defect or damage was noted. The pdrn stated that the patient was prescribed prophylactic antibiotic cephalexin (250 mg, oral, three times daily for three days). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn confirmed that the patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.